Event description:
An adult female who has failed conservative efforts to lose weight, now has a body mass index of 40 kg/m2. Patient has decided on gastric bypass with no obvious contraindications. Patient was brought to the operating room in stable condition having received intravenous antibiotics. She was positioned supine. Pneumatic compression devices placed to the legs. The abdomen was prepped and draped in sterile fashion. Timeout was performed. During the procedure, ligasure retractable sealer/ divider was used. However, it was noted that the handle was stuck (malfunctioning). The device was replaced with another similar apparatus. The procedure continued and was completed with no further incident. No patient harm.